Manufacturer narrative:
Adjudication minutes were received; the following additional information was provided. No further reports will be forthcoming: the patient has a history of cad, stable angina, CABG surgery in (B)(6) 2013. Pre-procedure on 08/05/2013 the nih stroke scale score was 0 and the rankin score was 0. Post index-procedure at approximately 08:30 the patient experienced atypical chest pain, worse with inspiration with a pain scale of 6/10. There was some reported shortness of breath as well. The patient was given pain medication. Later in the day the patient experienced mid chest pain, 2/10 on the pain scale with a systolic blood pressure in the 80-100 mmhg range. Oxygen was increased to 6 l/min by nasal cannula. Ecgs reportedly did not show any new st-t changes. On 06/20/2013 chest pain was a 2/10 on the pain scale. Furosemide was used to diurese the patient and dyspnea on exertion improved. The cardiac markers were as follows: on (B)(6) 2013 at 08:35 the ck was 23 (nl 135, ratio <1).the troponin I was 0.03 (nl 0.01, ratio 3) and at 14:55 it was 0.7 (ratio 7). On (B)(6) 2013 at 20:50 the troponin I was 1.31 (ratio 131). On (B)(6) 2013 at 02:48 the ck was 79 (ratio <1) with a ckmb of 16.2 (nl 3.4, ratio 4.76) and a troponin I of 1.45 (ratio 145). No further cks or ckmb's were measured. On (B)(6) 2013 at 15:15 the troponin I was 1.22 (ratio 122) and at 20:41 it was 2.11 (ratio 211). On (B)(6) 2013 at 2:27 the troponin I was 2.28 (ratio 228) and at 08:52 it was 3.01 (ratio 310). On (B)(6) 2013 the troponin I was 3.34 (ratio 334). On (B)(6) 2013 an echocardiogram revealed the following: left ventricle mildly dilated, global left ventricular systolic dysfunction is severely reduced, an ef of 25-30%, mild to moderate concentric left ventricular hypertrophy, left atrium moderately enlarged, severe aortic valve stenosis, moderate mitral regurgitation, mild tricuspid regurgitation and right sided pressures indicate severe pulmonary hypertension. A tavi procedure was planned for the near future. The patient was discharged on (B)(6) 2013 on asa and clopidogrel.

Event description:
As reported by the (B)(4) registry, the patient experienced a non-q wave myocardial infarction (mi) the same day as the index procedure. The patient experienced chest pain episodes lasting longer than 20 minutes, but did not receive nitroglycerin. An increase in troponins and cpk was noted. Carotid artery stenting (cas) was performed on a 90% occluded lesion in the proximal right internal carotid artery of 5.0 mm in length in a 4.0mm vessel diameter. The arch I eccentric lesion had no documented calcification or tortuosity. A 6mm basket angioguard embolic protection device was deployed past the lesion and the lesion was pre-dilated. Debris was found in filter when retrieved. An 8x40mm precise pro rx stent was then successfully deployed at the target lesion. The residual diameter stenosis measured 5%. There was no documented presence of air bubbles. The patient was neurologically intact upon leaving the angiography suite. Upon return from the catheterization lab, the patient reported chest pain at pain score 6/10. Stat EKG, troponin, cardiac enzymes, and cardiology consult was ordered. The patient experienced a non- q wave mi. Nitroglycerin was not administered. As per cardiology consult, the patient experienced a type 2 mi. No coronary angiography was performed. There was no documented st elevation. The patient remained hospitalized and was treated with dieresis for congestive heart failure, intravenous morphine sulfate (ms04), and fentanyl. It was stated the patient is currently in the process of being evaluated for a valve replacement procedure. The patient was discharged from the hospital approximately three days following the mi. A 30 follow-up was conducted approximately three weeks later and the patient exited the study with no additional adverse events reported. It was stated that the patient had ¿known cardiac issues prior to the carotid stent."

Manufacturer narrative:
"The plan was to fix the carotid stenosis first, and then proceed to valve procedure after that was completed.¿ a cardiac cath lab evaluation performed approximately a month prior to index procedure found the following: dominance: right, 100% lesion proximal total occlusion- right coronary artery (rca), saphenous vein graft to the rca is patent, collateral flow from right to right, saphenous vein graft to the 1st om (obtuse marginal) is totally occluded 100 % lesion ¿ proximal, patent - left main, 100 % lesion proximal ¿ left anterior descending artery (lad), 100 % lesion proximal ¿ ramus, 40 % lesion proximal ¿ circumflex, 50 % lesion distal ¿ circumflex, stent patent ¿ circumflex, and collateral flow from left to left lad. This is the initial/final report for this device. Complaint conclusion: complaint conclusion: as reported by the (B)(4) registry, the patient experienced a non-q wave myocardial infarction (mi) the same day as the index procedure. The patient experienced chest pain episodes lasting longer than 20 minutes, but did not receive nitroglycerin. An increase in troponins and cpk was noted. Carotid artery stenting (cas) was performed on a 90% occluded lesion in the proximal right internal carotid artery of 5.0 mm in length in a 4.0mm vessel diameter. The arch I eccentric lesion had no documented calcification or tortuosity. A 6mm basket angioguard embolic protection device was deployed past the lesion and the lesion was pre-dilated. Debris was found in filter when retrieved. An 8x40mm precise pro rx stent was then successfully deployed at the target lesion. The residual diameter stenosis measured 5%. There was no documented presence of air bubbles. The patient was neurologically intact upon leaving the angiography suite. Upon return from the catheterization lab, the patient reported chest pain at pain score 6/10. Stat EKG, troponin, cardiac enzymes, and cardiology consult was ordered. The patient experienced a non- q wave mi. Nitroglycerin was not administered. As per cardiology consult, the patient experienced a type 2 mi. No coronary angiography was performed. There was no documented st elevation. The patient remained hospitalized and was treated with "dieresis" for congestive heart failure, intravenous morphine sulfate (ms04), and fentanyl. It was stated the patient is currently in the process of being evaluated for a valve replacement procedure. The patient was discharged from the hospital approximately three days following the mi. A 30 follow-up was conducted approximately three weeks later and the patient exited the study with no additional adverse events reported. It was stated that the patient had ¿known cardiac issues prior to the carotid stent. The plan was to fix the carotid stenosis first, and then proceed to valve procedure after that was completed.¿ a cardiac cath lab evaluation performed approximately a month prior to index procedure found the following: dominance: right, 100% lesion proximal total occlusion- right coronary artery (rca), saphenous vein graft to the rca is patent, collateral flow from right to right, saphenous vein graft to the 1st om (obtuse marginal) is totally occluded 100 % lesion ¿ proximal, patent - left main, 100 % lesion proximal ¿ left anterior descending artery (lad), 100 % lesion proximal ¿ ramus, 40 % lesion proximal ¿ circumflex, 50 % lesion distal ¿ circumflex, stent patent ¿ circumflex, and collateral flow from left to left lad. The patient¿s medical history includes hyperlipidemia, severe aortic /mitral valve disease (aortic stenosis), CABG, diabetes mellitus, hypertension, congestive heart failure, stable angina, squamous cell carcinoma of the face, costochondritis, osteoarthritis of the hip (left, severe), eczema, hyperlipidemia, and shortness of breath. The product remains implanted and is thus not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is a known potential adverse event associated with any invasive procedure in which medical devices/products are inserted into the patients vasculature and manipulated to varying degrees and is listed in the IFU as such. Myocardial infarction (mi) or acute myocardial infarction (ami), commonly known as a heart attack is the interruption of blood supply to part of the heart, causing some heart cells to die. This is most commonly due to occlusion (blockage) of a coronary artery following the rupture of a vulnerable atherosclerotic plaque, which is an unstable collection of lipids (fatty acids) and white blood cells (especially macrophages) in the wall of an artery. There is no medical evidence to suggest a causal relationship between the stent implanted in the carotid artery and the reported mi. The inherent risk of the procedure combined with the patient¿s complex medical status and inherent risk factors, vessel characteristics and procedural factors may have contributed to the event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Concomitant devices: angioguard catalog number 601814rmc; lot number 70213401. Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Aldactone- pre-procedure, aleve-pre-procedure, aloe vera-pre-procedure, ancef-pre-procedure, artificial tears-pre-procedure, ativan-pre-procedure, atropine-intra-procedure, calcium-pre-procedure, cozaar-pre-procedure, crestor-pre-procedure, decadron-pre-and post-procedure, fentanyl-intra-and post-procedure, flexeril-pre-procedure, flonase-pre-procedure, glucotrol-pre-procedure, insulin-pre-procedure, k-dur-post-procedure, lantus-pre-procedure, lasix-pre-and post-procedure, lidoderm-pre-and post-procedure, morphine sulfate- post-procedure, mucomyst-pre-procedure, multi-vitamin-pre and post-procedure, nitrobid-post-procedure, norco-post-procedure, norvasc-pre-procedure, plavix-pre-procedure, prilosec-pre-procedure, ultram-pre-procedure, versed-intra-procedure, vitamin e-pre-procedure, zofran-intra and post-procedure.